Event description:
During a wedge resection procedure, the doctor felt something different from usual at 5th firing. Distal half of staple line had staple malformed knife stopped at center of the cartridge. It did not return completely. There was no adverse consequence to the patient.